Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05135. It was reported that, following a trial implant, the patient was experiencing severe shooting pain in their right foot. As a result, the physician explanted the patient's leads and the patient was hospitalized. It was revealed that the patient had an intradural hematoma. The patient was observed and released without any further intervention.